Event description:
A malfunction was reported on the customer's pump, identified with malf 12 code, although there were no preceding notable events. The customer's blood glucose levels did not exceed 500 mg/dl and remained within a normal range. Tandem technical support decided to replace the pump as it had previously experienced similar malfunctions and was still under warranty. The customer was informed of the procedures for returning the faulty pump and would continue using the current pump until the replacement, which would have updated software, was received.